Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump alarmed for battery out limit during a bolus. After the bolus, the display went blank. The customer reported that the battery out limit alarm had occurred three times during normal use. The customer was sent a replacement battery cap. The blood glucose reading was 315 mg/dl.